Event description:
It was reported that cgm displayed error message related to g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and successfully started new sensor session without error recurring.